Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that leakage occurred and full dose not able to be delivered and hyperglycemia occurred during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: caller grandmother reported finding with 2nd gen only insulin leaks out onto of skin/site. Always using a new needle. Does not pinch up skin and always holds for 10 seconds in site. Still finding with only 2nd gen bd pen needles it leaks out. Never with the nano pen needles. Granddaughter is 5 years old. Caller called her granddaughters doctor advised blood count 3 hours after injection was 400. They informed to take a corrective dose of insulin = 2 units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred and full dose not able to be delivered and hyperglycemia occurred during use with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: caller grandmother reported finding with 2nd gen only insulin leaks out onto of skin/site. Always using a new needle. Does not pinch up skin and always holds for 10 seconds in site. Still finding with only 2nd gen bd pen needles it leaks out. Never with the nano pen needles. Granddaughter is (B)(6). Caller called her granddaughters doctor advised blood count 3 hours after injection was 400. They informed to take a corrective dose of insulin = 2 units.